Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading is 201 mg/dl. Customer treated with manual injections. Customer was sick at work. Inside the reservoir compartment insulin was leaking, there was a puddle in the insulin pump. The leak was coming from the top of the reservoir. The leak is past the second o-ring. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed leak test and reservoir passed per specifications. No leakage anomaly was observed during the analysis. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked into place properly.